Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 34 x 3.00, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and mildly calcified right coronary artery. After crossing the lesion with a non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 12 x 2.00 maverick balloon catheter. Subsequently, a 38 x 3.00 promus premier select drug-eluting stent was advanced; however, during procedure, the stent struts got damaged. The procedure was completed with another of same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a promus premier select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal end struts and mid-section struts lifted. The undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues.a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, 34 x 3.00, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and mildly calcified right coronary artery. After crossing the lesion with a non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 12 x 2.00 maverick balloon catheter. Subsequently, a 38 x 3.00 promus premier select drug-eluting stent was advanced; however, during procedure, the stent struts got damaged. The procedure was completed with another of same device. There were no patient complications and the patient status was stable.